Event description:
Staff was pushing resident to main dining room, when leg rest on wheelchair became unlocked, causing resident to get caught under wheelchair. Resident fell to floor on her face. Retruned to distributor broken for their repair.